Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the distal end of the insertion section had contour sharpness identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of distal end of the insertion section had contour sharpness was traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had error code (e226). The event had occurred during the procedure. The procedure was completed using similar device. There were no reports of patient harm.